Event description:
A 2.5 mm diameter x 14mm length micro driver rx coronary stent delivery system was inserted into a patient for the treatment of a left circumflex lesion. Lesion morphology was reported to be moderate tortuosity with no calcification and 90% stenosis. The lesion was pre-dilated. It was reported that the patient had several previously deployed stents in the vessel. It was reported that the physician inserted the micro driver sds and was attempting to reach the lesion site; however, the stent caught on a previously deployed stent. The physician pulled back the delivery system in an attempt to manipulate the stent and the stent dislodged. The stent was removed from the patient with a snare. A second micro driver stent was sued in an attempt to cross the lesion; this was unsuccessful. No further intervention was performed. The patient is reported to be stable. Evaluation summary: medtronic has received the device and its analysis has been completed. There was slight damage noted to the exchange joint. The balloon pillows were evident and the balloon folds were slightly disturbed. There was no damage noted to the distal tip. The stent was returned off the balloon, severely stretched. There was clear evidence of crimp/bake impressions on the balloon working length and on the inner lumen of the device. Review of the stent welds did not show any breakages, which indicates that the entire stent was removed from the patient. Communication received from the field also confirmed that the device was inspected prior to use with no abnormalities noted. Prior to getting caught in the previously deployed stent no resistance was encountered during the procedure. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Other, secondary intervention.